Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided.

Event description:
It was reported that the patient was feeling "a little abnormal." Pacemaker syndrome was suspected. Attempts to determine the status of the device were unsuccessful. No patient complications were reported as a result of this event.